Event description:
Customer reported that a patient with a previous history of anti-e had a 1+ positive antibody screen however, when tested with vrb183 cells 16 and 17 were negative. The sample was retested with an increased incubation and still no reaction noted with cells 16 and 17. Customer further indicated that the remaining e+ cells reacted 1+ with patient's plasma. Daily qc testing was performed and all reactions were acceptable. Cells 16 and 17 were tested for the e antigen and 3-4+ reactivity was observed.

Manufacturer narrative:
Ocd performed retained testing, a batch record review, and a complaint by lot review. Results were satisfactory. (B)(4).